Event description:
Surgeon felt inaccurate during an ent case when registering with tracer as there was a dental artifact present. Medtronic inc technical services assisted the site in removing the dental artifact, however, surgeon did not want to attempt an alternative method of registration. Surgeon discontinued use of navigation, and completed the procedure with no impact on pt outcome.

Manufacturer narrative:
Core files taken from device for software analysis-results are pending.